Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported an elective replacement indicator (eri) code. There was no trauma or fall possibly related to this issue. There were no unrelated medical procedures. There was no allegation or dissatisfaction with the longevity of the implantable neurostimulator (ins). The patient was able to get the machine turned on and it worked for a while, but it was off and on. This occurred a week ago. The patient's relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, the event will be updated. Additional information was received from the patient on 2016-01-04 stating that the action taken to resolve the elective replacement indicator (eri) issue was surgical removal and replacement of their system device on (B)(6) 2015.